Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead had high impedance measurements. Despite multiple attempts, the impedance measurements remained high. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.